Event description:
It was reported that the entire rv (right ventricular) lead was explanted, without difficulty, due to complete nonfunction. No patient complications were reported as a result of this event.